Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device had been reprocessed with medivators, using rapicide pa - part a and b. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to local service department of olympus, but not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility on (B)(6) 2021, following microbes were detected from the sample collected from the subject device. Rothia dentocariosa (3 cfu/50ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.